Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed, no defect was detected. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to symptoms related to diabetes ¿ light headache. Note: manufacturer contacted customer in a follow-up call on 29-jan-2021 to ensure condition improved and the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 122-132mg/dl. The customer did not report symptoms at time of call. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the basement. During the call a blood test was performed by the customer and produced test results of 209mg/dl non-fasting using the meter. The test strip open vial date is one month ago. The meter memory was reviewed for previous test result history. (B)(6). *customer stated that she felt light headache with all 5 results above, but customer did not seek any medical attention.